Manufacturer narrative:
The system was examined and the reported event was confirmed. The caster was tightened to resolve the issue. The system was tested and found to meet product specifications. The microscope was manufactured on october 21, 2014. Based on qa assessment, the product met specifications at the time of release. The facility is a mobile surgical equipment service, and per information provided, the microscopes are moved frequently as it is transported between customer sites. Therefore, the root cause of the caster coming loose is likely attributed to customer transport/handling. However, with the information provided, this is unable to be determined conclusively. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported observing a loose caster on the microscope before surgery.